Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sensing. The sensitivity of the lead was reprogrammed but the twos persisted. Additional programming changes were recommended. The lead remains in use. No patient complications have been reported as a result of this event.